Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 618 mg/dl. Patient's current blood glucose value: 120 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer declined to troubleshoot for their blood glucose levels. The device is not expected to be returned for analysis.